Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a persistent malfunction alert instructing the user to call and revert to backup therapy; multiple restarts did not clear the alert, and the device was replaced. Symptoms included no reported adverse clinical effects and blood glucose reportedly unaffected. Outcomes included the user reverting to backup therapy and continuing dexcom cgm use with a phone or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. The investigation revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms, along with a persistent software runtime error that was not resolved by power cycling. Based on these findings, it was concluded that the device experienced a malfunction involving both hardware failure and a software-related error, and the device was subsequently replaced.